Event description:
The device involved in this MDR report was explanted because the elective replacement indicator was reached (battery impedance near 10 kohm). However, the physician is suspecting premature battery depletion because the battery impedance was at 2.9 kohm only in (B)(6) 2009 and the pacing output was programmed at low energy (2.5 v amplitude / 0.5 ms pulse width). Reportedly, the pt has not received any medical procedures at any other facilities in the mean time.

Manufacturer narrative:
July 27, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.